Event description:
It was reported that a user experienced a severe hypoglycemic event while using the ilet system, describing a pattern of alternating hyperglycemia and hypoglycemia and stating they had maladapted the pump; the event was detected by the cgm, confirmed by a blood glucose meter at 26 mg/dl, and the user treated the low glucose with oral carbohydrates. The user subsequently disconnected from the ilet and transitioned to multiple daily injections for the high glucose for stability. Investigation of this case revealed insufficient information to identify a device malfunction or use issue directly causing the event. Symptoms included sweating, cognitive impairment, and confusion. Outcomes included correction of the low with oral carbohydrates without medical intervention or hospitalization. It was concluded that the cause of the hypoglycemia/hyperglycemia is unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.